Event description:
It was reported that the 2800 system would not boot prior to a case. No patient was involved.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The service rep found the problem was caused by no input power leaving the workstation surge suppressor. The surge suppressor was replaced. The system operates as intended.